Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 434 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer was reporting a past event of no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump will be returned for analysis.